Event description:
It was reported the patient saw an elective replacement indicator (eri) message on the patient programmer. The patient saw the flashing eri message on the day of this report when they were using the programmer. The patient stated the battery symbol was showing full and stimulation was at 2.61v. The patient felt the implantable neurostimulator (ins) depleted faster than it should. The patient wondered if the ins depletion rate was correct. Follow up with the manufacturing representative indicated the ins battery was depleted and the type of depletion was unknown. Impedance testing had been done and the ins was replaced. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and t elemetry and output were okay.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient felt like the implantable neurostimulator (ins) depleted faster than it should. The patient was concerned the header may have not been seated properly. Electrode impedances were normal except for electrode 10 and 11 were at 32 ohms. Impedance of electrode pair 0 and 3 was measured to be 4837 ohms. The ins was programmed to 1-, 2+ at 3.5v, a pulse width of 60 and a rate of 130 hz for the left ventral intermediate nucleus and c+, 10- at 4.2v, a pulse width of 60 and a rate of 130 hz for the right ventral intermediate nucleus. The ins was programmed in continuous mode. The patient was doing well and receiving effective therapy after the ins replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va00wwz, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0dg2y, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type; extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.